Event description:
Patient undergoing total hip procedure. During procedure, there was high volume of blood but no blood was being processed. The manufacturer was called and stated to remove disposable cassette and use in another machine. When rn attempted to remove disposable cassette the diaphragm tore causing blood to spill. Patient had to receive blood transfusion from another source as his blood could not be retrieved because machine did not work as intended.